Event description:
Approximately 4 year(s), 11 month(s) and 7 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced unexplained pain with further notation of bench press--pain---preserved motion. Scope and evaluation pending. The patient underwent an arthroscopic debridement, biopsy and culture and the outcome of this event is now considered resolved. The clinical report indicates that this event is unlikely related to the device(s) and possibly related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 310-02-50 - equinoxe, humeral head tall, 50mm (beta): (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 314-13-34 - equinoxe cage glenoid l, post aug, right: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected health effect and investigation clinical codes.